Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Lead diagnostics show ventricular lead open circuit/high impedance pace counts. Ventricular lead warning and polarity switch occurred on 2015-(B)(4). Current ventricular lead unipolar impedance 450 ohms and lifetime maximum 804 ohms within normal range. (B)(4)

Event description:
It was reported that the patient was admitted to the emergency department with syncope. A transmission showed a lead warning for a high number of ventricular polarity switches. Also noted were high impedance and a suspected fracture. Sensitivity was reprogrammed initially and now the lead was explanted and replaced. No further patient complications have been reported as a result of this event.